Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.1 -8.0/2.5/110 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. Low vault and lens opacity was observed. On (B)(6) 2023 the lens was explanted and it was reported that the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6- device evaluation: lens was returned in liquid in a microcentrifuge vial. Visual inspection found a torn optic and haptic. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).